Event description:
Litigation alleges that the patient experienced pain in his groin and also experienced a grinding feeling as a result of the implant. Upon higher than normal levels of chromium and cobalt detected in his blood, patient had the asr hip implant explanted. During the removal of the asr implant, a black sticky substance was found around the implant. Patient has difficulty sleeping, sitting, and rising from a seated position and pain and suffering is ongoing.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2012 - patient fact sheet was received, which identified part/lot information, correct spelling of last name. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.